Event description:
Synthes (B)(4) reported that a patient with an arthritic ankle joint was treated with a hindfoot arthrodesis nail and 4 screws (3 distal and 1 proximal) on an unknown date. Patient was returned to the o.r. For removal of the nail and 4 screws using an extraction screw. It was noted that the nail did not have an end cap. Reportedly the patient may have experienced a possible nonunion. Hardware was intact and not broken. Surgeon then revised patient to a competitor product. During the removal the surgeon had difficulty trying to fully thread the extraction screw in order to remove the implant. Biomaterials were used when the implant was put in. Surgeon had to use other means in order to remove the implant. Procedure was delayed more than 15 minutes. This is # 1 of 6 reports submitted on this event.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation is on going; no conclusion can be drawn as no device was returned. Review of the manufacturing records has been requested.

Manufacturer narrative:
Device used for treatment and not diagnosis. The first three thread flanks of the end cap thread are badly damaged and the thread is therefore not functional anymore. The relevant dimensions of the end cap thread can not be verified anymore because of the damage. However, the anodization layer is worn out at the damages, which indicates that this damage was caused post-manufacturing. Based on round shaped and peaked appearance of the damages we suppose that the damages were caused by a drill bit, possibly during the removal of ingrown bone material during the nail removal.

Event description:
This is 1 of 6 reports for complaint (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. The nail was received for investigation. The nail was returned intact. There is some damage to the internal threads on the distal end, and some damage to the nail at the bend. It is recommended to use an end cap with the hindfoot arthrodesis nail to prevent tissue in-growth, as is stated in technique guide. In this case, the device was used without an end cap. Failure to use an end cap will not prevent tissue in-growth and has the potential to make implant removal more difficult. The design risk assessment and risk analysis of the device was reviewed and adequately addresses the complaint event. A review of the device history records revealed that the nail conformed to all requirements. There were no issues during the manufacture of the product that would contribute to this complaint condition. Date of manufacture obtained from review of the device history records.